Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer, who then successfully reset the pump. The customer continued using the pump and understood the instructions to contact support if the malfunction code reappeared.